Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site address). Additional contact person name: (B)(6). A getinge field service engineer (fse) disassembled the unit monitor and cleaned the monitor board contacts. The unit passed the functional checks, diagnostic evaluation, performance and safety tests according to the manufacturer's specifications. The iabp has been returned to the customer and authorized for clinical use.

Manufacturer narrative:
Updated field : b4 ,g3 , g6 , h2 , h11. Corrected filed : e1 ( event site telephone ).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). Event site address: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, cs300 intra-aortic balloon pump (iabp) unit displays green screen upon power-up. There was no patient involvement.